Manufacturer narrative:
The fsr replaced both batteries and the unit passed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
During field installation of the device, the field service representative (fsr) reported that the heart lung machine (hlm) total nominal available capacity (tnac) of the batteries would not go above 10.10 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician installed the batteries into lab use only (luo) testing equipment and the batteries charged to a total nominal available capacity (tnac) of 18.000 amp hours (ah). The batteries then successfully discharged the luo test fixture for 69 minutes which passed the 52 minute specification. The batteries operated as intended. Per data log analysis, when the system was powered up on (B)(6) 2022 the batteries were low on charge (capacity = 2/16). The batteries started charging at about 10:47 am. At 2:56 pm the batteries were still being charged (bulk) and capacity was 8/16 (likely 10.1 ah as reported). The system was power cycled and the logs were exported before charging resumed. It was possible the batteries would have fully charged to 18 ah. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.